Event description:
Customer reported that 3 donor samples that contained anti-e reacted as negative with capture-r ready screen pooled on galileo.

Manufacturer narrative:
Reactivity of the e antigen was confirmed on retention capture-r ready screen (crrs) pooled, lot cw191. The returned sample was tested n an in-house galileo with crrs lot cw 191 and cw 194. The sample demonstrated an equivocal reaction with lot cw191 and positive reaction with cw194. The sample was further tested with retention crrs 2, lot x 271 and capture-r ready ID, lot ID 113 on an in-house galileo. It showed the expected results for anti-e. The sample was tested by manual tube method using e+ cells from panocell 16, lot 06256. The sample reacted 1+ reactivity with cell1 and w+ reactivity with cell 2.